Event description:
On (B)(6) 2012, the lay-user/patient contacted lifescan (lfs) canada and reported a usability issue with a vial of one touch ultra test strips. The patient indicated that on an unspecified date/time 3 years ago in (B)(6), the patient went camping. At around 10:00 pm that day, the patient claimed that he could not find his vial of one touch ultra test strips. The patient explained that it was impossible to find his test strips at night since the test strip vial was black. Five minutes later after attempting to find the test strips, the patient claimed that he developed symptoms of shakiness. The patient stated that his legs began seizing and he could barely move. The patient managed to crawl to a building and asked for help. The patient went to an emergency room (ER) by an unknown means of transportation. The patient's blood glucose (bg) was tested on an unidentified device in the hospital and a result of "2.0 mmol/l" was reportedly obtained. The patient was treated by a health care professional (hcp) around 11:00 pm that same evening with orange juice and an unspecified injection. He was released from the hospital when his bg levels were back up. The patient mentioned that he has not been using one touch products since then. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that he treated for hypoglycemia in a hospital after he could not find his vial of one touch ultra test strips in the dark.